Event description:
IV pump tubing was used to infuse medication. When infusion was complete, nurse noticed a blackish exudate at the end of the tubing that was not noticed when the tubing was connected.